Event description:
The patient pulled out the corpak feeding tube. Upon inspection of the corpak, a hole was noted in it. Nursing reported that the tube had been clogged. The cortrak vendor was notified and states they have seen this happen when tubes get clogged as no air can escape via the enfit connection. Unsure how much force was being used when trying to instill meds or fluids but suspect too much force was used which likely caused the hole to occur.